Event description:
The hospital reported that after an endoscopic vein harvesting procedure, the hemopro 2 cable connector was noticed broken. No replacement was used as procedure had already been completed. There was no pt involvement. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. (B)(4).